Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undegoest essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury" was updated to event pelvic pain, abdominal pain, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding). Patient details and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device embedded in upper myometrium / intrauterine device (iud) embedded within upper myometrium'), device expulsion ('device embedded in upper myometrium/metallic coil and rings that appear also to be partially embedded') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergoes essure confirmation test". The patient's medical history included metrorrhagia. Concomitant products included naproxen sodium (anaprox) and tranexamic acid (lysteda). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and total laparoscopic hysterectomy da vinci robot assisted (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Discrepancy noted as per pfs - (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: partially embedded intrauterine device (iud) that has metallic coil and rings that appeared also to be partially embedded (0.5 cm within the upper myometrium). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea and menorrhagia and following ones were described in patient¿s medical records: device embedded and partial expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : new events added from medical record - device embedded in upper myometrium, device embedded in upper myometrium/metallic coil and rings that appear also to be partially embedded and abnormal bleeding (vaginal) were added. Reporter and patient demographic details were added. Medical history and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.